Event description:
The patient contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) of 502 mg/dl. The patient reported treating the elevated bg with an insulin bolus. At the time of the call, the patient reported her bg as 432 mg/dl with grogginess, extreme thirst and not feeling well. The patient reported that her bg responded to the correction bolus by lowering to 167 mg/dl. The patient reported noting the pump had been suspended for four hours prior to her noticing the high bg. The patient stated that she recalled the pump alarmed during the night, she looked at it and turned it back on but denies knowing what the alarm message was that was on the screen at the time. The patient stated that she did not think that she had put the pump into suspend mode. Review of the pump histories during troubleshooting by customer support revealed the pump had no alarms since (B)(6) 2013. The pump was suspended on (B)(6) 2013 at 02:46 am and was resumed on (B)(6) 2013 at 06:10 am. The patient stated that she was uncertain if she pressed any of the pump¿s buttons while sleeping. This complaint is being reported because the patient reported elevated bg while on insulin pump therapy and alleged the pump may have suspended without user intervention.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/30/2013 with the following findings: review of the blackbox revealed the last basal delivery was on (B)(6) 2013 recorded with the incorrect date of (B)(6) 2013. The blackbox review also showed evidence of time/date reset to default on (B)(6) 2013 after 5 min of power on reset. The date was set incorrectly when power on from (B)(6) 2013 to (B)(6) 2013. On examination, the keypad was intact without damage and the up arrow, down arrow and ok button had normal response when tested. The display screen was noted to be dim and discolored. During investigation, the pump was primed and exercised for 29 hours with no ¿auto-suspend¿ occurring and flow accuracy within specifications. The pump was suspended and resumed and found able to give the appropriate audible and visible ¿suspend¿ alert.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.